Manufacturer narrative:
Concomitant medical products: juvéderm® volbella¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess is a known potential adverse event addressed in the product labeling. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the jaw with 1.5 ml per side with juvéderm® volux¿. Patient was concomitantly injected with 0.8ml juvéderm® voluma¿ with lidocaine, 0.5ml juvéderm® volift¿ with lidocaine, juvéderm® volbella¿ with lidocaine. Two months later, patient was injected in nasolabial fold and unspecified area with 0.3ml juvéderm® voluma¿ with lidocaine and in lip with juvéderm® volite. Seven months later, patient presented with swelling and local pain. Two days later, pus was drained in a hcp¿s office. Patient was treated with an antibiotic therapy with ciprofloxacin and clindamycin. One day later, patient had CT scan of skull that showed normal results. Patient had CT of neck with prominent lymph nodes in chains ii and iii bilaterally and "v on the right, reactional" and inversion of cervical lordosis. CT of face showed retention cyst/polyp in left maxillary sinus, multiloculated subcutaneous collection next to superficial lobe of parotid and masseter to the right and left. One day later, pus was drained guided by ultrasound. Two days later, symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00359, (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00350 (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00354 (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00351(allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00356 (allergan complaint # (B)(4)). This is the first MDR submitted for the suspect product, juvéderm® voluma¿ with lidocaine.